Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited increased capture thresholds. All other measurements were stable. It was noted that the patient had recently been in a car accident which caused bruising around the patient's device. The device was reprogrammed.